Event description:
It was reported that the right ventricular lead exhibited high thresholds post radiation. The patient had mediastinal radiation therapy. The lead was capped and a new lead was implanted on the right side on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.